Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion (pbd). It was observed that the estimated battery level indicator displayed a decrease of approximately two years in a time period of four months. Technical services (ts) analyzed a device data disk and recommended replacement. No adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion (pbd). It was observed that the estimated battery level indicator displayed a decrease of approximately two years in a time period of four months. Technical services (ts) analyzed a device data disk and recommended replacement. No adverse patient effects were reported. Currently, this device remains in service. According to additional information received, this device was explanted and replaced with a new ICD. No additional adverse patient effects were reported.